Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (492 mg/dl). Customer stated that the cause of the reported issue is unknown. Customer delivered manual injections to bring bg levels back to target range. System check with tandem technical support was performed and the pump was functioning as intended. Recommendation was made to discuss diabetes management with customer's health care professional.